Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and the remote alarm functioned as intended. The device passed all testing. The reported event could not be duplicated.

Event description:
It was reported that the ventilator remote alarm was not working. There was no patient involvement.